Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was normal.

Event description:
It was reported that there was posssible premature battery depletion. The patient was admitted to the hospital for a device replacement. No further patient complications have been reported as a result of this event.